Event description:
During follow-up, loss of capture was observed on the left ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgement due to twiddler's syndrome. The lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not find any anomalies. The s-curve hump height was measured to be within product specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of no capture and lead dislodgement were not confirmed.